Manufacturer narrative:
(B)(4). Subsequent to the initial report, information was received, indicating that this event is a duplicate of MFR report # 2024168-2018-03202. Although this event is a duplicate of a previously reported event, this event has been reported; therefore, it will remain reportable. No investigation required.

Event description:
Subsequent to the initial report, information was received, indicating that this event is a duplicate of MFR report # 2024168-2018-03202. Although this event is a duplicate of a previously reported event, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient underwent a coronary procedure. A dissection or possibly a perforation occurred in the proximal right coronary artery, caused by the guiding catheter. The 4.0 x 16 mm graftmaster stent delivery system was advanced; however, due to the patient anatomy, the stent delivery system was unable to cross the target lesion. A 4.0 x 15 mm xience alpine stent was then implanted, successfully treating the dissection. No additional information was provided.